Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed. All buttons were tested for their functionality and all passed. No motor anomaly, rewind anomaly, and no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Found no relevant no delivery alarms on the event date of (B)(6) 2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. Force sensor zero offset within specifications (23.0 mv). The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked case-corner of belt clip rails. Motor anomaly, keypad unresponsive, no delivery/occlusion alarm - unknown timing, and rewind anomaly were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the motor anomaly, button unresponsive, no delivery/occlusion alarm - unknown timing, and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a, mmt-7811na. Troubleshooting was performed but the issue was not resolved. The customer received the calibrate now alert and not last a full 7-day cycle. The customer was requesting assistance with entering and theauto basal no harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7811na.